Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a post op of a lap gastric band procedure, the port flipped. A revision was performed to flip the port back into position. There was no pt consequence.